Event description:
It was reported that there were two nfix ii, n-hance product complaints. It was further reported that a portion of the devices from one of the two surgeries has been retrieved, but had not yet been received by synthes for analysis. No further information was provided.

Manufacturer narrative:
Device was used for treatment. Actual event date not known. Exact part number could not be identified. The device is not being returned for evaluation. As no lot number was provided, no device history record review can be performed. There is no further information available on this event and no further investigation can be performed.

Manufacturer narrative:
Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.(B)(4)

Event description:
This is 1 of 1 report for complaint# (B)(4).